Manufacturer narrative:
The technician found a sticky residue on the side rail latch. The technician cleaned and lubricated the side rail latch to resolve the issue.

Event description:
The technician alleged the side rail would not lock in the raised position. No patient impact.